Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This spontaneous, device only case, reported by a nurse practitioner via a sales representative, who contacted the company to report an adverse event and product complaint, concerns a patient of unknown gender, age and ethnicity. Medical history and concomitant medications were unknown. The patient received insulin lispro (humalog; cartridge) at an unknown dosing regimen, indication for use and start date via a reusable humapen luxura (half dose) device. On an unknown date, the patient was switched from an unknown insulin lispro formulation (either vial or kwikpen) to a cartridge via a humapen luxura (half dose) device. Reportedly, the patient was adequately controlled on insulin lispro prior to switching to the cartridge. On an unknown date, unknown time after being switched to the insulin lispro cartridge, the patient went into diabetic ketoacidosis (dka), which was considered serious by the company for medical significance. According to the reporter, the dka was either due to the cartridge being too hard to put into the device or that the mechanism inside of the humapen luxura (half dose) device was not delivering the insulin correctly (product complaint: (B)(4)/ lot: unknown). No further information or corrective treatment was reported. The outcome of the events was unknown. Action taken with insulin lispro or the humapen luxura (half dose) device was not reported. This case included a suspect reusable humapen luxura (half dose) device. The patient was the user of the device; however, the training status was unknown. The general and suspect device duration of use was not reported. Continued use or return of the device was not provided. The reporting nurse practitioner related the events to the humapen luxura (half dose) device. Additional related case: (B)(4). Update 27jul2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 04aug2015. No further follow up is planned. Evaluation summary the nurse reported on behalf of a patient that the patient experienced diabetic ketoacidosis when using a humapen luxura hd device either due to the cartridge being too hard to put into the device or that the mechanism inside of the device was not delivering the insulin correctly. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality and dose accuracy. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous, device only case, reported by a nurse practitioner via a sales representative, who contacted the company to report an adverse event and product complaint, concerns a patient of unknown gender, age and ethnicity. Medical history and concomitant medications were unknown. The patient received insulin lispro (humalog; cartridge) at an unknown dosing regimen, indication for use and start date via a reusable humapen luxura (half dose) device. On an unknown date, the patient was switched from an unknown insulin lispro formulation (either vial or kwikpen) to a cartridge via a humapen luxura (half dose) device. Reportedly, the patient was adequately controlled on insulin lispro prior to switching to the cartridge. On an unknown date, unknown time after being switched to the insulin lispro cartridge, the patient went into diabetic ketoacidosis (dka), which was considered serious by the company for medical significance. According to the reporter, the dka was either due to the cartridge being too hard to put into the device or that the mechanism inside of the humapen luxura (half dose) device was not delivering the insulin correctly ((B)(4)/ lot: unknown). No further information or corrective treatment was reported. The outcome of the events was unknown. Action taken with insulin lispro or the humapen luxura (half dose) device was not reported. This case included a suspect reusable humapen luxura (half dose) device. The patient was the user of the device; however, the training status was unknown. The general and suspect device duration of use was not reported. The device was not returned. The reporting nurse practitioner related the events to the humapen luxura (half dose) device. (B)(4). Update 27jul2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. Update 04aug2015: additional information received on 04aug2015 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the EU/ca fields; and updated the narrative.